Event description:
The reporter stated that the surgeon was inserting a one piece silicone lens model aa4204vf and the lens tore as it was leaving the injector, and there was pt contact but no pt injury.

Manufacturer narrative:
The lens box was received with no lens inside. Eval: conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.